Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 18 months and 114 charging cycles were recorded in the icds memory. The memory content of the device was inspected. The inspection revealed multiple episodes of regular vt detection on (B)(6) 2024 due to intrinsic signals. As a result of that fast-successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the eri battery status. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In addition, a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In conclusion, the memory content as well as the therapeutic functionality of the ICD was extensively analyzed. The activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
This device was explanted due to eos. The patient was appropriately shocked over 40 times, which happened several days, possibly leading to depleted battery. No adverse patient events were reported. Should additional information become available, this file will be updated.